Event description:
The user reported that the device was not compressing properly and ventilation was constant flow. The patient was found in a state of clinical death, ECG indicated asystole upon arrival. The device was set up to provide circulatory and respiratory support (CPR). It was reported that when turned on it was noticed that the device was not operating properly. The device was, therefore, not used on the patient. Manually CPR was performed during device setup and was continued throughout the code. The patient was not revived. This unit was manufactured in 1980 and was repaired one other time in 1991.